Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the same cartridge and declined additional troubleshooting with tandem technical support to resolve the issue. Customer¿s blood glucose level was 70-150 mg/dl.